Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l59232, implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver clonidine (0.1 mg/ml), bupivacaine (10 mg/ml), and morphine (30 mg/ml). The indication for use was non-malignant pain, joint pain/arthritis, failed back surgery syndrome, and peripheral neuropathy. On (B)(6) 2012- they had a previous missed refill, pump alarm, and empty pump because they could not "find anybody." On (B)(6) 2013- additional information was reported by the consumer. They still had concerns with their device or therapy but had not sought further help. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.